Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and a correction bolus was delivered to address bg. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous fluids/insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged pump stopped insulin delivery and was cause of event. Tandem quality engineer reviewed the pump data and found one basal iq suspension occurred at 4:42 am as expected and lasted for 10 minutes. Continuous glucose monitor (cgm) reading at the time of suspension was 109 mg/dl. Cmg reading did not reach the 200s until 12:52 pm, half an hour after a food bolus was delivered for 45 grams of carbohydrates. Pump was functioning as expected. At the time of the report, tandem technical support reviewed the pump data with the customer. Contact acknowledge the pump was functioning as intended and reportedly, discussed the event with a healthcare provider.